Event description:
The physician successfully implanted a complete se stent in the iliac artery using a pioneer plus catheter to gain access. The case was reported to be very difficult and it took approximately 45 minutes to gain access to the target lesion site. The complete se stent was tracked to the lesion without any problems and the stent was positioned and deployed without issue. It was observed post stent deployment from the angiograph images that the complete se stent profile looked distorted at the proximal end. In the physician's opinion the distortion was due to some resistant plaque under the stent. The physician placed a scuba stent within this section of the complete se stent. The final result was reported as excellent with a uniform stent profile. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (resistant plaque prevented uniform stent deployment). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (resistant plaque prevented uniform stent deployment). (B)(4).

Manufacturer narrative:
(B)(4).